Event description:
Corrected data: the events of ¿scars look terrible and gross¿ and ¿irregular-looking scar with keloids¿ are not considered a complaint against the device. The events of edema and thrombosis are considered non-device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
(B)(4). No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (late onset), wound dehiscence, exposure, "lost two nipples and areolas of breasts¿, ¿poor secretion, with bloody crusts and periareolar cruciate areas¿, ¿scars look terrible and gross", necrosis, anxiety ¿ product/procedure, bleeding and visibility/palpability.

Event description:
Legal representation reports on behalf of the patient "suture dehiscence, exposure, swelling, secretion, bleeding, breast infection that caused the exposure of prostheses, bloody yellow discharge, pain, patient has been completely shaken psychologically and without the slightest self-esteem/ patient is ashamed and disgusted with patient¿s own body, lost nipple and areola of breast, scars look terrible and gross, disproportionate, irregular-looking scar with keloids, thrombosis, excessive swelling of her body, presence of fibrin and devitalized tissue in the previous vertical mastopexy scar and bloody crusts and periareolar cruciate areas.¿ this captures the right side. Device has been explanted.